Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose (bg) was over 300 mg/dl.